Event description:
It was reported that the purewick system was not suctioning and did not pull any urine. It was noted that there had been nothing in the tubing or the canister. Used this in the hospital and the wall suction worked fantastically. . However, when the unit had been plugged directly into a wall outlet at home, it did not provide suction. Troubleshooting had been performed; however, the issue remained unresolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.